Manufacturer narrative:
The marksman catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment, this catheter broke at the distal. The patient underwent thrombectomy treatment of acute ischemic stroke (ais). The vessel was moderately tortuous. No patient injury was reported. Reported device and any accessory devices prepared as indicated in the IFU.